Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined drawer 1.1 was failed. A field service engineer had reseated the row board cable to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 1.1 was failed to read and write and had invalid cubie memory. The customer stated that this malfunction caused a delay when the user tried to issue medication to the patient. However, the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.